Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2013 the treatment for high and or low blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Insulin pump did not have a button error alarm. Pump received with intermittent button response due to moisture damage keypad traces.

Event description:
Customer reported via phone call to have received a button error alarm. Customer's blood glucose was 405 mg/dl. Insulin pump would need to be replaced.